Manufacturer narrative:
(B)(4). (B)(6). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a debris was found in the sterile package from a hospital at the time of receipt. The sterile package was intact.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The shell and its packaging were returned. From the returned product evaluation it was determined that corner of the folding carton exhibits damage and an outer cavity exhibits a slot on the flange and a stress mark. There is also debris in inner cavity. Testing of debris in packaging found the source was a latex glove. A piece of latex glove being found between the foil pouch and the inner cavity could only occur at the sealing operation. The root cause for the debris in package issue was determined to be manufacturing deficiency. Investigation found this was a random occurrence and no other devices were affected. For the damage observed on packaging, it was reported that the sterile package was intact and the damage identified on the returned package at the manufacturer where not noticed at the time the product was received at the distributor from the hospital. Damage likely occurred during transit; however, root cause cannot be determined. DHR was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.